Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose during an infusion set and cartridge change, with a sensor reading in the 60s mg/dl and subsequent recovery after consuming apple juice, while using a steel 23 inch 6 mm infusion set and a dexcom g7 sensor. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and continued use of therapy without hospitalization or alarms. Investigation included troubleshooting and education provided by support, including guided replacement of the infusion set and cartridge, pump rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill. Investigation of this case revealed no device alerts or malfunctions observed during the guided procedure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.